Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cosmetic defect" was confirmed. During the pre-repair diagnostic assessment the device was found to have "cosmetic defect". If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from (B)(6), states the device, 5.0cm short attachment, required service due to a cosmetic defect. It is known that the event did not occur during surgery; however it is unknown if there was patient/user injury, surgical delay or medical intervention related to this occurrence. The date of the event is unknown. No add'l info available.